Event description:
Received a maude event report ((B)(4)) from the FDA. Report states that the right wheel of the jazzy select pride fell off, throwing the customer to the ground. The customer has no limbs, fell hard, and is bruised.

Manufacturer narrative:
Voluntary report #(B)(4). The consumer information, serial number, device manufacture date, and the device are unavailable at this time. A follow-up report will be issued should more information or the device become available for evaluation.